Event description:
According to the reporter, the patient underwent surgery to remove the preauricular cyst and nasolabial fold pigmented nevus. The device was used to reduce tension and prevent scars. After the suture was removed, the skin wound surface recovered well and was smooth without redness, swelling or ulceration. However, two weeks after the suture was removed, the intradermal suture was rejected, with local redness and swelling, white pus, exudation, pain, and the wound did not heal for a long time. The patient's wound was cleaned promptly. The patient came back for a follow-up visit to remove the intradermal suture, and the wound gradually healed, but it was still slightly red and swollen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.